Manufacturer narrative:
Results - bd had not received samples from the customer facility, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw with the incident lot was observed. Twenty retained tubes from the same lot number, were draw-tested with deionized water. The customer's indicated failure mode for low draw was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - no definitive root cause could be established for the reported defect.

Event description:
It was reported that 3-4% of the bd vacutainer¿ venous blood collection tubes: sst¿ serum separation tubes received by a customer had low or no draw. No injury or medical intervention reported.